Event description:
The device was used for mid-line incision closure. Reportedly, five days post-operatively, the suture broke. The pt was returned to the or and the wound was re-sutured. The pt's current status is satisfactory.